Event description:
A needle broke during surgery foreign representative indicated that the tip of the needle caught with the instrumentation. The surgeon discovered the incident at the end of the case oand the piece of the needle remains in the patient. No other information is available at this time.